Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the cord has pulled away and is exposing wiring was confirmed. The wires are exposed at the strain relief on the probe end. The root cause is due to ¿device use¿. H3 other text : evaluation findings are in section h11.

Event description:
It was found during evaluation at bd service center: the wires are pulling out of the probe strain relief.